Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 438 mg/dl and lo (less than 10 mg/dl). Customer omitted standard doses of metformin and humalog based upon the readings. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.